Manufacturer narrative:
(B)(4). A field service technician (fst) was sent for further investigation. The fst troubleshot the device and could not duplicate the symptom. The field service technician re-seated all boards and cables as a precaution and re-tested the device. The device works as intended and is returned for clinical use. Thus the failure could not be confirmed.

Event description:
It was reported that the error message "head" occurred on the rotaflow device during patient treatment. Hand crank was used and the rotaflow was changed. No known harm or injury to the patient. (B)(4).